Event description:
It was reported that the fill port of a large volume intermate had a crack, after a leak was observed. The device was filled with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 8, 2015 ¿ january 9, 2015. The device was received for evaluation. Visual inspection revealed a crack on the fillport. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.